Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with two 425cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2006, has reported unexplained systemic symptoms, which included but not limited to ¿vertigo, weight gain, sick, causing a lot of health concerns, thyroid removed in 2017, declined vision, rash on side of breasts, knots under arms no energy, can't sleep and very stressed. Symptoms are getting worse.¿ as a result, the patient will undergo removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the correct date of implantation was (B)(6) 2006. Mentor also became aware that the patient also suffered the following symptoms: severe dizzy spells, thyroid nodules, and had to have partial right lobe removal, had a hard time swallowing, breast implant illness symptoms, and gained 30 pounds. Patient reported that they spent lots of money trying to figure out what was going on. Patient reported that their surgeon said that their thyroid was fighting something in the patient's body. They stated that the bags are toxic and ruined the last ten years of their life. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).